Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through data review that this device exhibited a telemetry command error. The error was not noted and/or reported, to boston scientific at the time of the occurrence. Engineers confirmed no operational impact and therefore benign to the user and patient. To date, the device remains implanted and in service.